Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  since at least 3 weeks ago, all the patient was doing was defecating "myself." Patient services confirmed that what the patient meant by this is that they had a return of symptoms. The patient stated that sometimes "it started out as a normal stool," but stated that within 2 to 3 stools, it was just water/mush. Patient services assisted the patient and their family member connect to the implant and the patient was at 2.7 on program 6 and the therapy was on. The caller increased the patient's stimulation where the patient felt a burning tingle. Patient services advised the patient that the stimulation would never be uncomfortable so the caller backed the stimulation down to 4.6 where the stimulation was felt comfortably. The patient was going to monitor their symptoms and follow up with their health care provider (hcp) as necessary. The patient's family member called with the patient and reported they had seen a "battery is low, contact clinician" message and needed assistance connecting with the implant. Patient services walked the caller through connecting and the caller kept getting "communicator not found". The caller repositioned the communicator and hit retry and that's when it was reported that for almost a month now, the patient was feeling very uncomfortable stimulation on and off when trying to connect (the caller clarified it happened when they saw the "spinning" of the application searching for the device as they were using the communicator). Patient services tried to clarify the situation and it was confirmed that the patient had only been feeling this on and off strong stimulation when they were using the communicator to connect. The caller was then able to see the implant battery is low message, bypassed that message and connected to the patient's settings. The therapy was on. It was advised that the caller and the patient reach out to the managing health care provider (hcp) to schedule an appointment about the low implant battery and unexpected stimulation. The caller and patient expressed frustration with trying to get in touch with their doctor and stated they were told on (B)(6) 2022 that someone would reach out to them however they never heard anything since then. Patient services also sent an email to the field.  No further complications were reported/anticipated at this time. 2022-mar-29 undeliverable x2 (con): no new information. Additional information was received from the patient. They stated the cause of the communicator not found message was because the battery died. They stated to resolve this issue it was replaced on (B)(6), and the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: tm90g0, serial#: (B)(4), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  since at least 3 weeks ago, all the patient was doing was defecating "myself." Patient services confirmed that what the patient meant by this is that they had a return of symptoms. The patient stated that sometimes "it started out as a normal stool," but stated that within 2 to 3 stools, it was just water/mush. Patient services assisted the patient and their family member connect to the implant and the patient was at 2.7 on program 6 and the therapy was on. The caller increased the patient's stimulation where the patient felt a burning tingle. Patient services advised the patient that the stimulation would never be uncomfortable so the caller backed the stimulation down to 4.6 where the stimulation was felt comfortably. The patient was going to monitor their symptoms and follow up with their health care provider (hcp) as necessary.  The patient's family member called with the patient and reported they had seen a "battery is low, contact clinician" message and needed assistance connecting with the implant. Patient services walked the caller through connecting and the caller kept getting "communicator not found". The caller repositioned the communicator and hit retry and that's when it was reported that for almost a month now, the patient was feeling very uncomfortable stimulation on and off when trying to connect (the caller clarified it happened when they saw the "spinning" of the application searching for the device as they were using the communicator). Patient services tried to clarify the situation and it was confirmed that the patient had only been feeling this on and off strong stimulation when they were using the communicator to connect. The caller was then able to see the implant battery is low message, bypassed that message and connected to the patient's settings. The therapy was on. It was advised that the caller and the patient reach out to the managing health care provider (hcp) to schedule an appointment about the low implant battery and unexpected stimulation. The caller and patient expressed frustration with trying to get in touch with their doctor and stated they were told on 2022-feb-01 that someone would reach out to them however they never heard anything since then. Patient services also sent an email to the field.  No further complications were reported/anticipated at this time. Additional information was received from the patient. They stated the cause of the communicator not found message was because the battery died. They stated to resolve this issue it was replaced on april 15, and the issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID tm90g0 lot# serial# (B)(6). Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.